Event description:
Info received indicated the head section will not stay in the up position.

Manufacturer narrative:
The hill-rom technician found that the CPR bracket was bent causing it to stick and stay activated. He has ordered parts and will be replaced the parts in order to resolve the issue.